Event description:
A malfunction was reported on the pump, with the caller noting that no significant events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the caller understood.